Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the remote arm controller (rac). In remote fe report data was found to indicate that the fault had occurred in the field. Upon visual inspection, no issues the rac was installed onto a pca system where the component functioned expected. Then the golden system was set to run 10 minutes sine cycle<= ,<)> 10 power cycles & sitting idle for 1 hour. Once the testing was completed.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the customer has a non-recoverable fault, the caller stated they already undocked but they're doing another part of the procedure and using the handheld scope. The technical support engineer (tse) viewed logs and found 25720 pointing to both consoles, tse recommended a power cycle once they're able to. The procedure was completing as planned with no indication of patient injury.